Manufacturer narrative:
Although the device met all performance specifications, the battery returned with the device failed testing. A failed battery could have contributed to the problems reported by the complainant.

Event description:
Complainant alleged that the staff of the ICU dept was attempting to defibrillate a 57 year old male pt with coronary artery disease with a device that had had saline solution spilled in the battery well sometime in the past. The device was being operated under ac power. The complainant alleged that the device was taking too long to charge (joule setting unk), and intermittently failed to discharge and power. The staff then obtained another device (pd1200, please reference medwatch report number 1220908-1998-00238) to defibrillate the pt, but that device also failed. The staff then obtained a third device which also had a problem (pd1200, reference medwatch report number 1220908-1998-00239), but that device eventually converted the pt to a normal sinus rhythm. There was no adverse effect on the pt as a result of the reported malfunction. Please reference medwatch number 1220908-1998-00237 (same patient, but different event date and different device serial number.)